Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. There was no alleged device malfunction contributing to the rash. The patient¿s hospital staff treated the rash while patient was admitted. Follow up indicated that the rash improved.